Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported on (B)(6) 2026 that the patient's infusion set pump clip became detached, leading to detachment of the infusion set. This caused tension and pulling on the tubing, resulting in stress on the tube.